Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus plus¿ closed needle protection IV catheter system leaked. This occurred on 6 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: leakage was noticed on the septum during the penetration.

Event description:
It was reported that bd pegasus plus¿ closed needle protection IV catheter system leaked. This occurred on 6 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: leakage was noticed on the septum during the penetration.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 7265140. Our records show that this is the only instance of this issue occurring in this batch of bd pegasus. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a sample could not be provided, previous investigations we know, that as the septum ages, the septum will lose elasticity. Experimental testing of septums in hot of dry environments determined that the septum will age, losing its elasticity and ultimately failing to successfully close after cannula removal. In response to this event we have notified our contracted shipping companies, and recommunicated bd's expectations for the implementation of environmental controls, during shipment and storage of our devices.